Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 7/16/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved greatly and customer is no longer experiencing symptoms. Dr prescribed more medication to the customer.

Event description:
Consumer reported complaint for e5 error code and hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sleepy and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of hi mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Wife called since she cannot get a blood reading since this morning. Last he checked, he got a reading of 279 mg/dl fasting - he took his insulin. Has not been able to get a reading since - only e-5. We ran the blood test together, using the correct application of the blood, and got a hi blood reading (non-fasting). I told the wife that the meter will read to 600 mg/dl and after that it will read hi. Advised to call the dr or call 911; she will call the dr first.